Event description:
The consumer stated the string came out of her tampon and it came apart upon removal. In addition, tampon pieces remained inside her and came out a day later on her menstrual pad. She indicated the same event occurred with her daughter, as well.

Manufacturer narrative:
Device history record could not be reviewed as a lot code number was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.